Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. UDI not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that the patient presented for a routine generator change with the right ventricular lead exhibiting high capture thresholds. During the procedure lead was capped and replaced on (B)(6) 2020. The patient was recovering in stable condition.